Event description:
It was reported that during a da vinci-assisted inguinal cholecystectomy procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the endoscope orientation is off, and the arms appear to be floating. They stated that when trying to rotate the 30 degrees endoscope plus, it is difficult to move and feels like something is grinding. They swapped to a backup endoscope and issue was resolved and they are continuing with the procedure. Tse recommended RMA and return of the endoscope. The isi tse reviewed error logs and noted no errors. A spare endoscope was used to continue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The camera instrument adapter bearings were found to be damaged and exhibited friction.